Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent and advised the customer on backup therapy and the steps necessary for returning the faulty pump. The customer understood and acknowledged all instructions.